Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. While ablating on the anterior wall of the left atrium, a steam pop occurred and the patient became hypotensive. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The patient was transferred to the ICU for observation and no surgical intervention was required. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion was procedure related. Per the IFU, vascular perforation is a known inherent risk of any electrode placement.